Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, discontinued, route and frequency were not reported), amikacin injection (500 mg, discontinued, route and frequency were not reported) and fortum intraperitoneal injection (1gm in one bag, ongoing, frequency not reported) for peritonitis. Three days after hospital admission, the patient was discharged. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.